Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with readings over 400 mg/dl after a supply change and missed meal announcement, despite the ilet delivering correction insulin and no occlusion alerts; the issue was addressed by replacing the short tubing of the contact detach infusion set, priming, and inserting a new site, after which glucose trended into range. Symptoms included dry mouth. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no professional medical intervention or hospitalization. Investigation included product troubleshooting and user education, including guidance to replace infusion set components and re-prime. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with a potential contribution from infusion set or tubing performance and prior air observed in the line; device hardware and software malfunction were not indicated, and the ilet issued high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.